Event description:
The customer stated that she received a motor error alarm as she programmed her carbohydrates. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was not exposed to high magnetic fields. Conducted the displacement test, and the insulin pump failed the test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.